Event description:
This rv lead was implanted on (B)(6)2005 and was capped on (B)(6)2012 due us to advisory/recall. Lead was flouro'd before procedure and showed externalized conductors. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).